Event description:
It was reported that during a da vinci-assisted ventral hernia transabdominal preperitoneal (tapp) surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that vio dv integrated electrosurgical unit (iesu) had no bipolar energy output. The customer initially replaced the cable and instrument, but this did not resolve the issue. The tse had the customer restart the iesu, but the issue persisted. The customer noted that they were receiving a tone, but no energy was present at the instrument tip. The customer decided to change the vision side cart (vsc) at the end of the case for use in the next procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported bipolar not working. Cable and instrument were changed with no improvement. Technical support engineer (tse) advised restarting erbe, but issue persisted (tone present, no energy at tip). Site plans to replace the vision side cart (vsc) for the next procedure. Fse visited the site and replaced the erbe generator due to bipolar not working. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found system logs could not confirm the reported problem. Visual inspection and system testing showed no issues, with the erbe functioning normally. The unit will be sent to the original equipment manufacturer for further investigation. The complaint was not confirmed based on failure analysis. The probable root cause in this case may be attributed to the faulty erbe generator.